Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was damaged during a gastric band surgery. A new inflatable penile prosthesis consisting of 24 cm x 12 mm cylinders, pump, and reservoir were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.